Event description:
It was reported that the filter of a filter infusion line cracked. This occurred during patient infusion of intralipids. The customer stated that they infused the intralipids separately from the total parenteral nutrition (tpn). There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). A trend review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.